Manufacturer narrative:
During the device evaluation, the motor winding was found to have a short circuit, which is a probable cause of the reported overheating. The device has been repaired but has not been returned to the user facility at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.